Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was still in the intensive care unit on dobutamine and epinephrin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), could not confirm the reported event of inflow cannula obstruction; however, review of the log files retrieved from the device confirmed low flow values. A specific cause for the reported event could not be conclusively established through this evaluation. The retrieved left ventricular assist device event log file contained relevant events from (B)(6) 2025. Flow values below the low flow alarm threshold of 2.5 liters per minute (lpm) were captured multiple times throughout the relevant event timeframe, ranging from 0.7-2.4 lpm. Flow ranged from 0.0-0.1 lpm in the final four events recorded on (B)(6) 2025, consistent with the removal of pump support. No notable pump events were captured. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft and bend relief were not returned. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Chapter 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5 of the IFU, "surgical procedures", instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this chapter. Additionally, this chapter instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this chapter instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that transesophageal echocardiography was performed post implant while patient was still in the operating room, and an unknown obstruction was found at the inlet. The patient was unable to achieve goal flows. The surgeon exchanged the pump and the outflow graft and bend relief from the initial pump remained in place. It was noted that only the pump, modular driveline, and system controller was exchanged. The surgeon re-evaluated left ventricular core and removed anatomical obstructions observed. Once the second pump was installed and goal flows were achieved with right sided temporary support in place from initial implant surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.